Manufacturer narrative:
The customer reported a failure to discharge via pads. The device was evaluated at philips, and it was determined that there was a malfunction due to an incomplete electrical connection between the patient connector and the hands free pads connector. Replacing these parts resolved the issue.

Event description:
The customer reported a failure to discharge via pads.